Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having to recharge the ins every couple of days and that the ins only lasts one week since a couple of months prior to the report. Follow-up was conducted. No further complications were reported.